Event description:
Customer called on (B)(6) 2011 reporting that the coulter act diff analyzer gave a low platelet result of 291 for a port drawn patient sample without instrument generated flags. Customer noted that the sample was sent to a reference lab where the platelet result (353) was higher. Customer then rerun the sample on the act diff where the platelet result (344) was similar to the reference result. Customer mentioned that the erroneous results generated on the act diff was not reported out. No injury or change to patient treatment resulted from this event. Customer specifically stated that they believed they did not mix sample properly for the initial run. Customer believed the second and third runs to be accurate based on patient's history. Field service engineer (fse) was dispatched and replaced all waste tubing, filters, check valves and cleaned the baths. Review of the printouts indicated that the act diff generated low wbc and plt results and high rbc, hgb and mcv results on the initial run compared to the reference results. The rerun on the act diff correlated to the reference results except for a lower rbc and a higher mcv results. Bci labeling states that when wbc and plt are too high or low, hgb and rbc are opposite, too low or high, sample was not mixed adequately before aspiration. Samples should be remixed and cycled again.

Manufacturer narrative:
Root cause based on data provided is most likely related to inadequate sample mixing.